Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed damage (perforation) in the shaft of the device 87cm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be streaming out of the shaft. Microscopic inspection found no irregularity or defect with the balloon material, or the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm coyote es balloon catheter was used for pre-dilation of the lesion. Then a 2.0mmx150mmx150cm coyote¿ balloon catheter was advanced to the lesion for post dilation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured. The device was completely removed form the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm coyote es balloon catheter was used for pre-dilation of the lesion. Then a 2.0mmx150mmx150cm coyote balloon catheter was advanced to the lesion for post dilation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured. The device was completely removed form the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.